Event description:
It was reported that a patient sustained a second degree burn to the back following treatment with the lumenis one laser. No information regarding any medical intervention required to preclude serious injury was reported.

Manufacturer narrative:
Reasonable attempts by phone (4x) and email (2x) were made to obtain further information from the user facility for the reported events including patient information, treatment settings, and photos, however none was received; therefore, lumenis is unable to determine a cause. Should sufficient information be provided with which to determine a cause for the events reported, a follow-up MDR will be filed. An examination of the subject device by a lumenis technical expert concluded the device operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected root cause of the event reported.